Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. The procedure was cancelled. During a concomitant pulse field ablation (pfa) with faradrive, and left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging. During sheath exchange to the watchman trusteer access system (was), the patient's blood pressure abruptly dropped to 39mmhg and became unreadable. Tee imaging revealed a new pericardial effusion (pe) on the left side that had not been present on prior ice imaging. A perforation was suspected in the laa. The patient subsequently developed pulseless electrical activity (pea), and cardiopulmonary resuscitation (CPR) was initiated. Return of spontaneous circulation (rosc) was achieved after approximately sixty (60) seconds of CPR. A pericardiocentesis was performed, and approximately 350cc of blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed for ongoing monitoring. The patient remained hemodynamically stable following intervention. The procedure was aborted. The patient was transferred to the intensive care unit (ICU). The patient did not require any surgical intervention. The patient remains hospitalized and is expected to fully recover. In the physician's opinion, the event was likely related to wire perforation. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) sex (a3a) and gender (a3b), in section a - patient information.

Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. The procedure was cancelled. During a concomitant pulse field ablation (pfa) with faradrive, and left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging. During sheath exchange to the watchman trusteer access system (was), the patient's blood pressure abruptly dropped to 39mmhg and became unreadable. Tee imaging revealed a new pericardial effusion (pe) on the left side that had not been present on prior ice imaging. A perforation was suspected in the laa. The patient subsequently developed pulseless electrical activity (pea), and cardiopulmonary resuscitation (CPR) was initiated. Return of spontaneous circulation (rosc) was achieved after approximately sixty (60) seconds of CPR. A pericardiocentesis was performed, and approximately 350cc of blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed for ongoing monitoring. The patient remained hemodynamically stable following intervention. The procedure was aborted. The patient was transferred to the intensive care unit (ICU). The patient did not require any surgical intervention. The patient remains hospitalized and is expected to fully recover. In the physician's opinion, the event was likely related to wire perforation. The device is not expected to be returned for analysis (disposed). It was further reported that the faradrive sheath was not inside the body when blood pressure dropped. There was no transseptal workflow difficulty noted. Pericardial effusion (pe) was located posterior to left ventricular (lv). The wire went through laa. Act was therapeutic. The patient has been discharged.